Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the balloon had ruptured. There was no evidence of balloon fragmentation. Based on the condition of the returned unit and the description of the event, it is likely that balloon breakage occurred when the balloon was over-inflated with saline while the unit was being purged. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: thrombectomy. "On (B)(6) 2018: during a preparation. [Procedure: thrombectomy] a medical staff tried to inflate the balloon before inserting into the patient's vessel. Then the balloon was broken when the medical staff inflate with normal saline. Another catheter was opened and used for surgery. The procedure was completed without any problem. This event didn't affect the patient." "Investigation report for this case is required." Additional information received march 14, 2018: "according to the report, the balloon was broken right after inserting normal saline. So, balloon was broken after the balloon was inflated." Type of intervention: "another catheter was opened and used for surgery. The procedure was completed without any problem." Patient status: "this event didn't affect the patient."